Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) reported the following issue with pu-621ra; (B)(6), from patient monitoring: the cns did not notify them of an alarm. They were unable to review the missed alarm under arrhythmia recall tab as it was greyed out. The patient was monitored at the bedside when the issue occurred. Investigation summary: the root cause of the issue was determined to be inconsistent alarm settings between the bsm and the cns monitoring the bedside. Investigation determined the issue poses medium risk. The reported issue does not require further investigation through CAPA process since the issue was not caused due to nk device malfunction. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration g4 device bla number the following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) did not notify them of an alarm.

Event description:
The customer reported that their central nurse's station (cns) did not notify them of an alarm.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not notify them of an alarm. The customer also reported that they were unable to review the missed alarm under arrhythmia recall tab as it was greyed out. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.